Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No frozen display or button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 209 mg/dl. The customer stated that the insulin pump froze when pushing the act button to deliver a bolus. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.